Event description:
Had restor lenses in both eyes for cataracts in 2006. Since surgery, the eyes have similar or the same situation as that of the lasik surgery reported. I can't comfortably read a book although I have 20/20-20/25 vision. I chose cataract surgery because I was unable to see clearly at night, traffic signs, street signs, were blurred, difficult to see the white lines, needing more magnification in reading glasses. Night lighting outdoors produced concentric circles with a glare. I used to be able to read at a normal distance. Was counseled about restor lenses which cost a lot of money but supposedly would give 20/20 eyesight forever. I have macular degeneration - dry now - and wanted excellent sight until or if anything became active from the amd. The doctor was excellent in answering questions, I did my research online and all seemed perfect to have the surgery. Now the eyes are worse. I can't understand how I supposedly have good vision, but don't. I need to get on top of a name tag to see it because it is too blurred, typing this the type is not clear unless I get on top of it. At night the lights are as bad as before. I can't read a book as it requires holding the book in a specific position and although magnifying glasses help clear the letters a bit if the book moves it's annoying and if reading a book for any length of time I get headaches. Print seems to have a ghost vision, my eyes often hurt as if there's pressure, things are worse than before. I can't exactly describe what I mean to the doctor as it's bizarre. I go and am told all is well but for two years the surgery has caused constant discomfort, pressure causing pain and having to rest eyes, inability to read as before, less sleep, more headaches, irritablity, anger, depression, and fear of having done something not only to the sight but to the amd which I was told this wouldn't affect, certain lighting triggers a migraine. I am on a fixed income and borrowed to pay dearly thinking I'd found this miracle solution. Dates of use: 2006 - 2008. Diagnosis or reason for use: cataracts.